Event description:
Info received indicates that after the case was completed, product inspection noted the distal tip component had detached from the unit and was missing. The user stated the single-use device went through several sterilization cycles prior to reuse on the pt. No pt complication has been reported.